Event description:
Reported issue: reported issue: the doctor failed to fire staple while using the device on the patient.

Manufacturer narrative:
(B)(4). The device history review for the visistat 35r 6/box lot# 73b2200859 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared typical. The stapler was returned with 20 staples remaining in the cover block indicating at least 15 staples were fired by the customer. Dimensional inspection was not required as a part of this complaint investigation. During functional inspection, an attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, three staples fired properly. The next fifteen staples were fired into a simulated skin pad. However, the following three staples did not form properly. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. Further investigation has been initiated under teleflex's quality system to investigate misfiring and jamming in visistat staplers. The forming tool component is also investigation; these investigations are ongoing. A device history record review was performed, and no relevant findings were identified. Additionally, the IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in.". In conclusion, the reported complaint of misfire/jamming-staples not firing was confirmed based upon the sample received. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly. The sample was disassembled and die casting anomalies on the forming tool was discovered. No other defects or anomalies were observed. A DHR review was performed with no evidence to suggest a manufacturing related cause. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. Further investigation has been initiated and teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: reported issue: the doctor failed to fire staple while using the device on the patient.